Manufacturer narrative:
Concomitant product: product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
It was reported that the device was removed because the battery went dead and the device stopped being effective. Event date: (B)(6) 2014.